Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was impossible to open the stapler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, the device was impossible to open the stapler. They then used another load to resolve the issue.